Event description:
It is reported by the surgeon of the hospital, that he recognized a cold lap during me. 2 screw diver were damaged. A locking screw has to be opened by boring.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of three damaged screwdrivers could be confirmed. According to the investigation, the root cause was attributed to a user related issue. According to the provided information, one locking screw axsos affected by cold welding was identified during extraction surgery. The surgeon tried to remove it with a screwdriver. After having broken one, he/she tried again with two other screwdrivers: both of them broke with the same failure mode. Only after these three attempts, he/she opted for boring. The operative technique states that in case of cold welding the surgeon should directly use cutting tools for metal and, possibly, carbide drills (not provided by stryker). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It is reported by the surgeon of the hospital, that he recognized a cold lap during me. 2 screw diver were damaged. A locking scrwe has to be opened by boring.